Manufacturer narrative:
As received, the used sample 1 tego has seal tearing around the top of the device used sample 1 was leak tested using the 3 different (low/high pressure and vacuum) for tego. Low pressure leak test: pass high pressure leak test: pass vacuum leak testing: fail probable cause of the torn seal on sample 1, is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this issue. The device history record review could not be conducted because no lot number was identified. D9 - date returned to mfg: 06mar2025.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The complaint/event involved a tego® connector that generated high pressures during patient use on both lumens with these tego¿s. The patient's qb (blood flow rate) was 300 when the device was changed with good pressures. The reporter stated that the device was changed out two days prior. Someone became aware of this issue when observed by clinical staff as part of dialysis procedure. Medication was not used with this product. The product was not reprocessed or re-sterilized prior to use. There was an unspecified delay in therapy but no adverse event or harm as a result of the reported event.